Manufacturer narrative:
Returned device was received in excellent physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the issue was unable to be replicated. The speaker was replaced as a preventative measure. In addition, the j9 connector was verified to be fully seated. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump presented with system failure and a primary audible alarm background test. There were no reported adverse events.